Event description:
The customer reported that the patient suffered from internal bleeding immediately following a lobectomy of the left superior lobe. The anesthetist noticed bleeding in the drain and a decrease in blood pressure after removing the tracheal tube. The operating room staff performed an intubation and opened the patient's chest cavity. The surgeon noticed hemorrhaging on a 6mm vessel. It could not be determined if the portion that was bleeding had been previously sealed by the ligasure device. The site could not confirm if end tones or regrasp alarms were heard when the surgeon originally sealed the vessel. The bleeding was stopped and the case was completed. No transfusion was necessary. The surgeon believes that the bleeding was a result of the patient's condition and history of fragile tissue due to subarachnoid hemorrhages and high-blood pressure. The ligasure device was discarded by the site. The patient is currently listed in fine condition.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.